Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed, and primary analysis revealed no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed, and primary analysis revealed no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed, and primary analysis revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. (B)(4): the proximal segment of the lead was returned, analyzed, and primary analysis revealed no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed, and primary analysis revealed no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed, and primary analysis revealed no anomalies found.

Event description:
The implantable cardiac defibrillator was returned with no information. A database search revealed that the patient had expired approximately 7 months after implant. Follow up has been inconclusive, cause of death was requested and not yet recieved. No complaints or allegations have been made against the system or any of the individual components.